Event description:
According to the reporter: occurred during a laparoscopic cholecystectomy procedure. The tip of the device was noted to be missing when the scope was removed from the patient. The surgeon was able to retrieve the tip. The event report type is malfunction. The event outcome is other serious (important medical event).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy procedure, the tip of the device was noted to be missing when the scope was removed from the patient. The surgeon was able to retrieve the tip immediately from the patient while the incision was still open. There was no patient injury. The patient was discharged home post procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.